Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the mildly tortuous and calcified mid left anterior descending (lad) artery. The balloon was advanced to the lesion and ruptured at 16 atms. The number of inflations and to what atms is unknown. The device was removed without incident. The procedure was completed with another unspecified device. No patient injuries or complications were reported. The patient's status is reported as "good". Further information is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation confirms that the reported batch met all material, assembly, and performance specifications at the time of release to distribution. The most probable root cause is operational context due to anatomical / procedural factors encountered during the procedure which limited the performance of the device.